Event description:
A customer reported a system flow obstruction during a procedure. The system was switched out, and the case was completed with no harm to the patient.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause could not be determined conclusively. (B)(4) .